Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) was defective and was not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that when the right atrial (ra) and right ventricular (rv) leads were connected to the ipg no pacing or capture was observed on either lead. However, when the leads were connected to a new ipg no issues were noted.